Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found the tamper seal to be missing but the device to be in good condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. The root cause was unable to be established; however, the backup capacitor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 1720. There was unknown patient involvement.